Event description:
It was reported that the system 2800 uroview would not initialize and was not operational. There was no adverse pt. Involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the surge suppressor was at fault and was replaced. The system was tested and found to be working as intended and placed back into service.